Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they experienced a fluid leak from the adp connectors. The patient stated that they put a bucket under it to catch the fluid. The patient stated that the box they are currently using is leaking more. Upon follow up, the patient stated that the leaks occurred during different phases of treatment. The patient did not miss any treatments. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The luer lock adapter used by the patient was not available for return for physical evaluation by the manufacturer. Additional information was requested, however, to date not provided.